Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -11.5/+0.5/78 diopter, implantable collamer lens in the patient's rightt eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Product evaluation found lens returned in liquid in a micro centrifuge vial. Visual inspection found no visible damage and debris on lens. (B)(4).